Manufacturer narrative:
Reporter did not have individual patient information. (B)(6) 2017 was used as the date of the event. Reporter did not have the exact date of the event but stated the tape was used in (B)(6) 2017 during a product evaluation. Lot number was not provided by the reporter. Without a lot number, it is not possible to determine the manufacturer date or expiration date. No device has been received for evaluation as of the date of this report. Customer reported they used 3730-1 mulipore tape to secure infants endotracheal tubes and alleged four unplanned extubations occurred. Four individual MDR reports were filed with the FDA (2110898-2017-00041, 2110898-2017-00042, 2110898-2017-00043, 2110898-2017-00044). Customer reported the tape they had been using was being discontinued so they ordered 3m mulipore tape and started an evaluation. A 3m account representative was unaware of the evaluation and did not provide training before use. The 3m technical services specialist contacted the customer and provided application/removal instructions and also contacted the local 3m sales representative for follow-up with the facility.

Event description:
Customer reported 3730-1 multipore dry tape was used to secure an infant's endotracheal tube (ett). Customer alleged the ett slipped through the tape resulting in an unplanned extubation. The infant reportedly required reintubation. Customer reported there was no known patient harm or injury as a result of the unplanned extubation.